Event description:
It was reported that right ventricular (rv) lead was explanted and replaced due to oversensing and pacing inhibition. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).